Event description:
Customer reports lancet did not retract into soft touch device after firing, lancet is protruding from device cap. No adverse event reported. A request was made for the return of the product, replacement was sent.